Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 monarch subfascial hammock was implanted along with concurrent vaginal sling and cystoscopy. It was also reported that on (B)(6) 2011 mesh was implanted along with concurrent anesthesia, cystoscopy, and urethrolysis due to overactive bladder, stress urinary incontinence and vaginal prolapse. An explant procedure was reported done on (B)(6) 2011 - not confirmed per operative report. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.